Event description:
Caller reported that the pump battery would not charge, though no power source alert was received and the screen was dark, preventing confirmation if blood glucose levels exceeded 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. After investigations, the issue was resolved by changing the outlet, allowing the pump to charge. Cts arranged for a replacement pump, and the caller was advised to use multiple daily injections (mdi) as a backup therapy.